Event description:
It was reported that there was evidence of undersensing on the patient's right atrial (ra) lead after a remote transmission taken from the emergency room. No action was requested from the hospital and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.